Event description:
International customer reported that the suture broke during use. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion code: no device was received for evaluation. However, it has been identified that this lot contained product with open seals which could impact the strength of the product.